Event description:
The account alleges that the nurse call system will not send a signal to the nurse's station.

Manufacturer narrative:
The tech installed the nurse call cable, and straightened the pins on the bed connector, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.